Event description:
Upon receipt of the device, the field service representative (fsr) reported that the central control monitor (ccm) hard drive failed to boot up. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the ccm hard drive. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) hard drive assembly to lab use only (luo) testing equipment. The hard drive was inspected for damage, bent pins, and faulty soldering with no issues observed. At bootup, a 'disk boot failure' message appeared on the ccm screen. The pst performed a basic input output system (bios) reset which did not resolve the issue. It was determined that the ccm hard drive assembly did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.